Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2021 due to non-union. Additional information from the rep indicates the non-union was related to unspecified patient pre-existing conditions. The devices were not returned to the manufacturer for evaluation. Device specific lot information was not available, therefore a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no nonconformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Based on the available information, the most likely cause cannot be determined. However, it is possible that the patient's non-compliance may have contributed to what was reported. No deficiencies or failures were alleged or have been found against any tmc device. The device is intended for fusion and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit, along with warnings related to postoperative care. The surgeon addressed the site by revising it with new tmc devices. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2021 due to non-union. The patient was revised with new tmc hardware. Additional information from the rep indicates the non-union was related to unspecified patient pre-existing conditions. No other patient outcomes were reported as a result of this event.